Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular (lv) lead had no capture and the right ventricular (rv) lead had elevated capture thresholds. A chest x-ray revealed both leads had pulled back. The rv lead was repositioned and is still in use. The lv lead was not functioning and was partially removed and replaced. The patient is enrolled in the attain success clinical trial. No patient complications have been reported as a result of this event.